Event description:
The patient reported having a positive skin test reaction shortly after being tested for bovine collagen. No intervention was required. Twelve years later the patient still has redness at the test stie. No other symptoms have been noted nor interventions. The patient has not been seen by a physician and does not feel a need to at this time. Symptom duration has exceeded two years. Pursuant to an agreement between FDA and collagen corporation any symptoms thought to be related to hypersensitiviy to bovine collagen that last longer than two years would be reported as a permanent injury.